Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker exhibited oversensing artifact related to the minute ventilation (mv) feature signal. Additional episodes of noise were recorded. Technical services (ts) recommended further review of the source of noise and confirmed that the rv lead measurements are stable. This pacemaker and rv lead remain in service. No adverse patient effects were reported.